Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensed noise and low out-of-range impedance measurements. The physician suspected lead damage. No adverse patient effects were reported. As of today, all available information indicates that this lead remains in service.